Event description:
It was reported that removal difficulties occurred. The patient was being treated with abdominal abscess. The stenosed target lesion was located in the non-tortuous and non-calcified left renal artery. A 75cm .035 (bx/5) amplatz super stiff guidewire was inserted. However, the wire was trapped within the non-boston scientific drainage device while trying to remove. The device and drain removed together and the procedure restarted and completed with different wire. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned for the analysis; it was observed that the coil wire was unraveled, and the guidewire was bent at the distal section. No more damages were observed.

Event description:
It was reported that there was a difficulty in removing the device occurred. The patient is treated with abdominal abscess. The stenosed target lesion was located in the not tortuous and not calcified left kidney artery. A ss 75cm .035 (bx/5) amplatz super stiff guidewire was inserted. However, when they are pulling wire got struck while trying to remove, they had difficulty removing it. Physician was able to remove the device, and the procedure was completed successfully but had to start from the beginning. There were no patient complications nor injuries reported.